Event description:
It was reported that a (B)(6) pt underwent an elective thyroidectomy on (B)(6) 2015. During the procedure a drain was placed. On (B)(6) 2015 the drain was removed from the pt's neck. Upon removal, it was noted that the drain portion remained inside the pt's neck. The pt was taken back to the or for exploration and removal of the broken drain piece.

Manufacturer narrative:
The device was not returned for eval. The lot number is unk; therefore, a device history record could not be reviewed.(B)(4). The info provided by bard represents all known info at the time. .